Manufacturer narrative:
H.6. Investigation: seven 5100r samples were received by the manufacturing site for investigation; the customer feedback indicates the complaint sample was from lot 21018832. Their analysis confirmed the customer's experience as dark particles were found embedded within the wall of the component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the moulding process did not identify a definitive root cause for contamination of this nature; however it is likely that the contamination was caused by burnt material which may have occurred on startup of the moulding process. In such instances the initial components are typically segregated and disposed of, however in this instance it is likely that the affected component was not segregated and continued onto subsequent assembly processes due to human error. A review of the production records for lot 21018832 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported 7 OEM smartsite y-body valve eo only had foreign matter. The following information was provided by the initial reporter: "black stain on the claves."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 7 OEM smartsite y-body valve eo only had foreign matter. The following information was provided by the initial reporter: "black stain on the claves."